Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix could not be deployed. T1 was removed from the patient by tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the t1 was not returned. The t2 is still in place. The actuator is in the pre-t1/post-t2 position. The needle is bent. A functional evaluation showed the actuator will push to the end of the needle but will not return to the pre-t2 position due to the bent needle. An evaluation of the customer provided image shows a close up of the needle end of the device. The t1 is off the needle. The t2 is still in place. The actuator is in the pre-t1/post-t2 position. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.